Manufacturer narrative:
Medwatch #3007284313-2020-01127 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.

Event description:
The patient was treated for an abdominal aortic aneurysm. Before inserting the gore® excluder® aaa endoprosthesis featuring c3® delivery system into the gore® dryseal sheath with hydrophilic coating, it was noted that a wire was protruding from the delivery system just below the olive. It was reported to be a gold-silver color. The device was inserted into the sheath, and the sheath balloon valve was punctured. The device and sheath were removed and discarded, and a new sheath and delivery system were used. The procedure was successfully completed, and the patient tolerated the procedure. The fsa stated that the observed wire was definitely not the lock pin, nor was it part of the structure of the device. He believes that it was the constraining wire loop.